Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two inappropriate treatments and two non-lifevest treatments.   The device was started up at 11:10:06 on (B)(6) 2022. At 10:37:38 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus bradycardia @ 40 bpm with pvcs and CPR/motion artifact. At 10:38:30, the patient received the first inappropriate treatment. The rhythm at the time of treatment was sinus bradycardia @ 40 bpm with pvcs and CPR/motion artifact. The post shock rhythm was sinus bradycardia @ 40 bpm with pvcs and CPR/motion artifact. At 10:39:06, the patient received the second inappropriate treatment. The rhythm at the time of treatment was sinus bradycardia @ 40 bpm with pvc's, hb, and CPR/motion artifact. The post shock rhythm was sinus bradycardia @ 40 bpm with pvc's and CPR/motion artifact. From 10:50:57 to 10:52:53, vf was detected two times. CPR/motion/tactile artifact prevented the lifevest from treating the patient these two times. At 10:52:53, the patient received the first non-lifevest defibrillation. The rhythm at the time of treatment was vf with motion artifact/electrode lead fall off. The post shock rhythm was idioventricular rhythm @ 40 bpm with motion artifact and electrode lead fall off. The patient was in vf for approximately 1 minute and 56 seconds before receiving the defibrillation. At 10:53:41, the patient received the second non-lifevest defibrillation. The rhythm at the time of treatment was vf with motion/tactile artifact and electrode lead fall off. Post shock rhythm was vf with CPR/motion/tactile artifact and electrode lead falloff. The patient received a non-lifevest defibrillation 5 seconds into the detection sequence. The electrode belt was disconnected at 10:54:15 on (B)(6) 2022. Per holter monitor the patient was in vf with CPR/motion artifact and electrode lead fall off at the time of the electrode belt disconnection. The patient passed away on (B)(6) 2022.